Event description:
While scanning a cta (computed tomography angiography) coronary study, the contrast was hooked up to the patient's IV. As soon as the injection started, we heard a loud noise which turned out to be the injector (contrast side) exploding and causing a piece of its plastic base to come apart and fall onto the floor. The patient was unharmed, but it did delay the scan time and could have posed a physical risk to patient and staff.